Event description:
Nurse ventilating pt by ambu bag. Respiratory therapist turned vent on and rec'd received a "vent in-op" light. Vent changed out. Pt's vital signs remained stable with no harm to patient.